Manufacturer narrative:
Date of event is estimated. It was reported to abbott patient called technical service and reported receiving the pc message: "cannot connect to generator. The generator is not responding." The patient underwent an ablation procedure and surgery mode was enabled. The patient reported they were able to get their therapy back on and set after the ablation, but currently they were unable to. The rep met with the patient and was able to recover the device. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful and effective therapy was restored.